Manufacturer narrative:
Complaint no: (B)(4). Additional information: during follow up, it was reported that the patient was recovered from the peritonitis event, previously reported as recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection (inj) vancomycin (2g, frequency and route not reported) and inj fortum (1g, frequency and route not reported) for the peritonitis. At the time of this report, the patient was recovering from the event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.